Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant: observed creases on the device. ¿ edema: unable to observe as it is not related to the device. ¿ erythema: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side swelling, redness and rupture confirmed by mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture.

Event description:
Healthcare professional reported swelling, redness and rupture confirmed by mammogram. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported swelling, redness and rupture confirmed by mammogram. Healthcare professional reported additional event of "any creases". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jan2024.

Event description:
Healthcare professional reported right side swelling, redness and rupture confirmed by mammogram. Device has been explanted and replaced.